Event description:
It was reported via facility medwatch# mw5094849 that tip detachment and perforation occurred. The 70-80% stenosed target lesion was located in the heavily calcified ramus branch. A 300cm j luge guidewire was used to cross the lesion along with another wire. Cutting balloons and non-compliant balloon catheters were used for dilatation. However, upon wire removal, the distal tip of the wire broke off and perforation was noted. Subsequently, emergency echocardiogram was performed which revealed no pericardial effusion. The detached fragment was left in place and no further patient complications were reported. The patient was hemodynamically stable and was discharged the following day.